Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. The 3cm non-boston scientific sheath was easily crossed the lesion and the 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During initial inflation, the contrast agent was leaking causing the balloon to rupture. Additionally, since the balloon ruptured from the beginning, it is mostly likely that it ruptured around 1-2 atmospheres. The balloon did not increase even after applying air pressure for about 5-10 seconds, but rather decreases. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported.